Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "during the surgery at the time of making the assembly and assembly of the attune implant it is evident that this key ref *lot* is detached in its base and also it is necessary a screw.". The product was not returned to medtech orthopaedics; however, photos were provided for review. The device associated with this report was not returned to medtech orthopedics for evaluation. The photographs attached were reviewed, however the evidence provided was not sufficient to confirm the reported event of loose and unable to assemble. Functionality and device interaction issues cannot be evaluated through photo investigation. From the photograph provided the device looks bent. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached don¿t have any evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11. Additional narrative: corrected: d3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery at the time of making the assembly and assembly of the attune implant it is evident that this key was detached in its base and also it is necessary a screw. For this novelty there were no discomfort on the part of the specialist since it was possible to work with this instrument during the procedure, the surgery was completed successfully, without affecting the patient and without alterations in the surgical times.